Manufacturer narrative:
No reports were received regarding failure or malfunction of the nalu system or any of its components.

Event description:
On (B)(6) 2022, patient was prepped to be implanted with the nalu spinal cord stimulator trial system. During the procedure the physician placed the first lead and determined that the lead was not in the desired location. Additionally, while placing the lead, the patient developed a spinal fluid leak. Physician elected to abort the procedure.